Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked after being attached to the intravenous (IV) hub. This was observed during patient use. Additionally, the luer lock (retractable collar) was difficult to tighten/spin. The nurses verified the "j-loop" (set) connection was applied correctly; however, the set still leaked. The events were resolved by replacing the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d10 (update therapy date). Additional information: h6, h11. H11: the actual devices were not available; however, (115) one hundred fifteen companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing, and a leak test were performed on the samples; the devices were found to be within the product specifications. Additionally, a dimensional test was performed at the male luer with no issues noted. The reported condition was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6, h11. H11:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.